Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted hysterectomy procedure, a fragment from the permanent cautery spatula instrument allegedly broke off and fell inside the patient. It has been confirmed that the broken instrument fragment was not retrieved and was retained inside the patient. However, the root cause of the failure mode is unknown at this time.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the permanent cautery spatula instrument broke off and fell inside the patient, however, the fragment could not be retrieved. On 06/06/2017, intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator and she provided the following additional details: during the da vinci-assisted hysterectomy the tip of the permanent cautery spatula instrument fell inside the patient. The robotics coordinator stated that an extensive x-ray was performed since they could not locate the fragment; the staff was able to see the fragment in the x-ray. However, the surgeon decided that it was such a small piece that it was better to leave the fragment inside the patient than converting to an open traditional procedure since the fragment would adhere to the bowel. The robotics coordinator confirmed that the instrument and the cannula were inspected prior to use. The robotics coordinator also stated that usually there is a lot of charring seen on instruments that are used by this surgeon. The robotics coordinator confirmed there was no video recording of the procedure. After the surgical procedure was completed, the patient was informed of the retained fragment and was reportedly doing fine. The robotics coordinator confirmed that the patient has not returned with any post-operative complications.